Event description:
It was reported that the patient had a miniarc precise sling implanted on (B)(6) 2013. The patient experienced mild pelvic organ prolapse anterior with vaginal pain, vaginal bulge and "urge". The event is considered ongoing. No further patient complications were reported in relation to this event. Related to manufacturer report # 2183959-2015-00227.